Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that multiple intermittent malfunction alarms occurred. During troubleshooting with tandem technical support, the malfunction alarms were cleared, and insulin delivery was resumed successfully. Reportedly, the customer will continue to use the pump for continued insulin therapy. Customer¿s blood glucose level was approximately 90 mg/dl.